Event description:
The user facility reported that an occurrence of electric shock from the suction button of the subject colonoscope. There was no further info provided.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain more detailed info regarding the report, but with no result. The user facility did not return the suction valve for evaluation. However, evaluation of the colonoscope did not duplicate the user's report of "electrical shock from suction button." The device was tested and activated for six hours with olympus suction valve but there was no sign of electrical shock or static from the valve was observed. There was no damage found in the suction cylinder port. The colonoscope failed the insulation test likely due to dents and cracks noted on the distal end cover. There were dents noted on the insertion tube; this phenomenon is attributed to mishandling. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.